Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17100.

Manufacturer narrative:
The biomed technician reported that the touchscreen was replaced to resolve the issue.

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilators touchscreen was not fully working. There was no patient involvement when the issue occurred. No patient or user harm reported.